Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was no one date that the patient first began to experience the loss of spasm control as the patient had "varying issues."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported on (B)(6) 2018. It was reported that a dye study was done and that they were not sure whether stress was a factor for the patient related to the unidentified pump issue and loss of spasm control. It was indicated that the pump had been returned. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (unknown concentration at 900 mcg/day) via an implantable pump for an unknown indication for use. It was reported there was concern regarding a possible unidentified fault in the pump system, as spasm control had been lost. It was stated the pump was replaced. The issue was also described as an "unidentified problem." No further complications were reported or anticipated.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.